Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited rising and high threshold, and rising and high impedance. The rv lead was capped, remains in the patient and replaced with a different lead. No patient complications have been reported as a result of this event.